Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was admitted to hospital for anemia. Blood glucose value at the time of admission was unknown, however the customer thinks it may have been below 30 mg/dl. Nothing further reported.